Event description:
Customer alleged blood glucose results of 240 mg/dl, hi (greater than 600 mg/dl). 530 mg/dl and hi (greater than 600 mg/dl) when testing was performed back-to-back on the advantage system. Customer reported fatigue, dry mouth, and frequent urination. Customer reported self-treating by drinking water and resting. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.